Event description:
It was reported to medtronic minimed that the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 53 (software error detected), pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) and battery failed alarms. The event involved product(s) mmt-242a, mmt-332a, mmt-1780kpk. Troubleshooting was performed and confirmed customer received pump alarms. Customer was able to clear the error but was unable to complete the rewind process. Later customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No failed battery test alarm noted during testing. The pump failed the sleep current measurement test due to moisture damage on electronic assembly. No unexpected pump error 43, pe-53 or pe- 130 alarms during testing however, pump error 43 alarm (line number = 681; file number = 121) is found in the formatted history file on 07/10/2024 15:26:43.000 due to moisture damage on electronic assembly. Successfully downloaded history files and traces using thus software. The pump was cut open and traces of moisture on pcba1, power connector, motor and battery tube assembly noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, cracked case (battery tube), broken belt clip rails and cracked battery tube threads. Software error (53) alarm was found in history file on 07/10/2024 15:30:48.000. In summary, customer alleged pump error 43 confirmed. Pump error 53 confirmed. Expose to moisture confirmed. Failed batt test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.